Event description:
This is filed to report the atrial perforation that occurred during use with the clip delivery system, which required surgical intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 2-3. The steerable guiding catheter (sgc) was advanced with some difficulty due to the floppy septum. The clip delivery system (cds) was advanced to the left atrium (la). The tip of the cds was free from the atrial wall. While the sgc was in a neutral position, the tip of cds was pointing in the direction of upper pulmonary vein. The sgc handle was in a posterior position. While manipulating the sgc to a more anterior position, the tip of cds penetrated into the roof/ lateral wall of the la. It was seen on echocardiogram that clip was stuck in the endocardial surface of the la. Despite very careful movements, it was initially impossible to loosen and retract the cds. The sgc was advanced towards the tip of the cds. The cds tip then became loose from the wall. At this point, a pericardial effusion was noted with a blood pressure drop. A pericardial puncture was performed and the patient was given medication and sent to cardiac surgery to repair the la bleeding/rupture of endocardium. The mitraclip system was removed from the body and mr was not treated. A rupture was confirmed at the roof of la and was surgically repaired. The patient was stabilized. On (B)(6) 2015, an additional mitraclip procedure was performed for treatment of the mr. One clip was implanted and the mr was reduced from 3 to 1. The patient was confirmed to be stable. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The incident information was reviewed; however, analysis of the complaint device could not be performed because the product was not returned. In this case, there was no reported device malfunction associated with the clip delivery system (cds). It was reported that, in the physician's opinion, the manipulation of the steerable guide catheter (sgc) while attempting to gain a more anterior position resulted in the clip penetrating the roof of the lateral left atrial wall, resulting in the reported perforation; therefore, the perforation was a result of user technique/procedural conditions. The reported patient effects of cardiac (atrial) perforation, pericardial effusion, and hypotension, as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product deficiency.